Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as 2134265-2017-13117 and 2134265-2017-13111. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled. During the procedure, when the physician activated the automatic pullback function, the motor drive unit unable to perform pullback. The ilab main switch was turned off/on for several times and it was resolved. An error appeared but the details were not confirmed. No patient complications were reported.